Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Information was provided by the manufacturer. Over the phone technical support instructed the account to perform recalibration which corrected the problem. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that during patient treatment on right eye the foot pedal became non-operational. Surgery was completed using a back up system. According to surgeon, a delay of 1:15 min occurred with patient on the table and eye opened. Other than the delay, no complications occurred with surgery. Surgeon cancelled her last case.